Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out". The patient's blood glucose level was unknown at the time of the call. The customer stated that they had felt symptoms of low blood glucose and their neighbor had called the paramedics. The customer was hospitalized for the low blood glucose on (B)(6) 2015. The customer was advised to change the battery of the insulin pump. The customer stated that their health care provider took a look at the customer's insulin pump and verified that the device works as designed. The customer did not return the product back for analysis.